Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the button at the distal end of the hf resection electrode has been pulled out of the electrode¿s fork. Furthermore, the yellow insulation tube and the wires are torn off and the distal end of the electrode is deformed. The damage was caused by excessive force and the event/incident was therefore attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic prostate enucleation procedure, the button at the distal end of the hf resection electrode broke off and fell inside the patient. However, no fragment remained inside the patient since it was reportedly retrieved. The intended procedure was successfully completed with another hf electrode and there was no report about an adverse event or patient injury.